Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The probable cause of a knotted guide wire could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that the guide (spring wire guide) had a knot in it during insertion. The catheter was replaced. It is reported that the patient is in good condition.

Manufacturer narrative:
(B)(4). It is reported that no medical/surgical intervention was required.

Event description:
The customer alleges that the guide (spring wire guide) had a knot in it during insertion. The catheter was replaced. It is reported that the patient is in good condition.